Event description:
In 2008 a gore tag thoracic endoprosthesis was implanted to repair a pseudoaneurysm secondary to a descending thoracic aortic dissection. It was reported that the leading end of the device was implanted in the apex of the pt's aortic arch and that the device did not have inner wall apposition. A postoperative computed tomography scan revealed that the leading end of the device had penetrated the pt's intima. The penetration resulted in the formation of an aneurysm. The physician plans to perform open surgical repair.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.